Event description:
Re: embolization of hydrophilic polymer coating from medical devices. Dose or amount: 12 matrix 2 coils were deployed. Diagnosis or reason for use: giant intracranial aneurysm - ruptured acutely.